Event description:
It was reported that the bd luer-lok syringe contained foreign matter. The following information was provided by the initial reporter: "there is water or a liquid in a handful (they only gave me 1) of these syringes." Injuries or adverse event: no. Are any samples available for return? Yes.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Two photos received for investigation. Through visual inspection, oily looking substance is observed on the barrel. Unable to confirm substance based on images. Physical samples are required to further analyze and identify the substance. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the investigation results, no manufacturing related defects could be identified.